Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The provider evaluated repaired the device. The device is working properly.

Event description:
Customer claims that she was exiting vehicle when the unit tipped forward on ramp.

Event description:
Customer claims that she was exiting vehicle when the unit tipped forward on ramp.